Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited premature battery depletion.

Manufacturer narrative:
Event conclusion the ipg was returned for analysis. The ipg passed automated and manual electrical measurements and paced and sensed normally during all test the unit passed the high energy pacing tests which is an indication that the battery is not depleted. The ipg was sent for additional testing which also indicated that the battery is not depleted. The ipg meets specifications, therefore cpi could not confirm the allegation.